Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited backup vvi operation in the box. The device was not used.

Manufacturer narrative:
Analysis description: no conclusion code available. Final analysis confirmed the reported backup operation. The cause of the anomaly was a software anomaly. After device software download, the device exhibited normal characteristic